Manufacturer narrative:
(B)(4). Clip jammed. The analysis results found that the er320 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the clips were not being fed into the jaws. 2 clips were noted overstacked in the clip track jamming the firing mechanism. No further functional test could be performed due to the returned condition of the device. It could not be determined what to may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
Per medwatch (B)(4) attached to this report. There was a defective clip applier. There were no patient consequences. Case completed with another device of the same product code.